Event description:
It was reported that the transfer set was leaking during dwell one on the home choice (hc). The technical service representative (tsr) assisted with ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.